Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired. Add'l info reported by the customer was the fiber beam was normal at the start of the procedure and was visible. No injuries to the pt were reported. No injuries to the user from use of the system were reported. There were no error codes displayed on the console when the event occurred.